Manufacturer narrative:
Investigation summary no d1005 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending lot history review.

Event description:
The event occurred on an unspecified date in may 2024 and involved a tego¿ connector. It was reported when patient was having morning blood draw. Patient's blood was drawn from red lumen and then proceeded to flush blue lumen. The patient's tego cap was changed due to weekly change needed. The provider withdrew the indwelling volume of the palindrome. When disconnecting the syringe from the palindrome, the provider noticed that air was sucked into the palindrome. The nurse clamped the palindrome. A new syringe was attached to the line and removed the air in the palindrome. The syringe was disconnected, and air entered the palindrome again. The line was clamped quickly. The tego cap was replaced at this time and air was pulled out of the line. Service was notified and the issue ceased after changing the tego cap. There was patient involvement, unknown patient harm and unknown delay in therapy.